Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. During unpacking the stent dislodged from the balloon and was found on the transportation wire. Another stent was used to complete the procedure.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was partially deflated in the as-returned condition. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped centered on the balloon. The stent was returned separately, threaded on the guidewire used in the intervention. The stent is deformed at its proximal end, i.e. Few struts are bent outwards. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.